Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and correct sections d10 and h3. The suspect device was returned to olympus and evaluated. Based on the evaluation results, the reported problem of "part of distal end of env-vh scope was noticed to be missing" was not noted and could not be confirmed. It was determined the returned device failed the leak test due to bending cover and a dent was found on the insertion tube. A definitive root cause for the reported problem could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. If the device is returned and the investigation results become available, a report will be forwarded to the agency. The IFU warns that when the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if a crack or chip of the lens on the distal end can not be found. In this case, stop using the endoscope and contact the manufacturer. It further warns not to use a damaged laser probe. A laser probe with a damaged sheath or distal end may cause patient injury and/or equipment damage.

Event description:
The user facility reported that during a case, part of the distal end of the env-vh scope was noticed to be missing. It was not known if this part was possibly left in the patient.